Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. No source of emi was noted. Noise was not reproducible during isometrics and pocket manipulation. All measurements including impedance, capture thresholds, and sensing were stable. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.